Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: h3, h4, h6, h11. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. A definitive root cause could be identified. Based on the results of the investigation, it is likely, the customer reported issue was, due to component failure of the light guide cable and maintenance problem. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video laparoscope had a light guide noise malfunction. Which led to no image after start-up. As well as, an error e216. The issue occurred, during preparation/prior to sedation for therapeutic laparoscopic surgery. The laparoscope was replaced and the surgery successfully completed. There were no reports of patient harm.

Event description:
It was reported the rigid video laparoscope had a light guide noise malfunction, which led to no image after start-up, as well as an error e216. The issue occurred during preparation/prior to sedation for therapeutic laparoscopic surgery. The laparoscope was replaced and the surgery successfully completed. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.